Event description:
It was reported that the device would not work. The customer did not have further information on the exact nature of the problem, but stated it happened during set up for a case and there was no patient consequence.